Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentations on the yaw pulley, damaged insulation on the conductor wire and a broken conductor wire. Additional observations related to the customer reported complaint: the instrument was found to have a broken conductor wire at the yaw pulley by the distal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. Further inspection found mechanical indentations on the yaw pulley, damaged insulation on the conductor wire and a broken grip cable. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. A missing piece, measuring approximately 0.71mm x 0.88mm, was observed. The instrument failed the electrical continuity test. Further inspection found mechanical indentations on the yaw pulley, broken conductor wire and a broken grip cable. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a broken cable. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no lost fragments and the patient did not undergo surgical revision.